Event description:
It was reported that the tube of a disposable cassette had a particle inside of it. The particle was found prior to the use of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of all batch record documents for lot number se13ig8 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and found a black inlay on the inside of the tube. The reported issue was confirmed. The cause was determined to be a manufacturing issue. A CAPA was opened to address this issue noted. Should additional relevant information become available, a follow-up report will be submitted.